Event description:
Approx one week after implant, when the pt programmer was placed over the implantable neurostimulator (ins) and "review" was pressed, the pt experienced a surging sensation. The pt also experienced a shock and tingling of the tongue. It was unk whether appropriate programming or softstart were present. The physician was certain that the pressed review and not the on button. Additional info has been requested, a follow-up report will be sent if additional info becomes available.